Manufacturer narrative:
The suspect device was returned to olympus and evaluated. Upon initial inspection of the returned unit, it was determined no signal on any output was present. To resolve the problem, excessive dust was removed and the cp board was reseated. The reported problem of "no image" was confirmed when tested with an olympus, model series 180 scope; the cause of the reported no image was isolated to a fault in the dr board of the patient board set. The investigation is ongoing and a definitive root cause has not been determined. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there was "no image/dim pretty much black." The problem, as reported to olympus, was first identified during a procedure. The intended procedure was completed after a delay of approximately 5 minutes using different equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image occurred due to a fault in the circuit board of the patient board set. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.